Event description:
The reporter did back to back blood glucose tests, one after the other, using different finger sticks and strips. The results were 61 and 35 mg/dl. Reporter did not have any symptoms. A control solution test could not be done due to unavailability of supplies. No harm was alleged.